Manufacturer narrative:
Initial reporter company representative.

Event description:
It was reported that remote transmission showed multiple episodes of auto mode switches due to noise from possible lead damage and myopotentials. No intervention was done. Patient is fine and will be monitored.